Manufacturer narrative:
(B)(4)

Event description:
It was reported that the fatigue patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited ams episodes due to retrograde conduction and high output rate. The patient was in stable condition at the time of the call. On (B)(6) 2016, the fatigue patient presented in clinic for follow up. The device was reprogrammed. The patient was in stable condition during and after the interrogation and programming changes.